Manufacturer narrative:
Eval: results: the lead was returned incomplete. Further visual examination found that the inner tubing and wires were protruding from one end of the lead segment which is consistent with explant damage. No functional testing could be performed due to the rec'd condition of the device. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00939.